Event description:
Report received from USA stating that the device was having an undefined problem. The device was being used during surgery. There was no pt or user injury. It is unk if delay or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).